Event description:
Information was received indicating that the cadd solis hpca pump has inconsistent delivery accuracy performance. It was failing on the high side or low side at various intervals. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h 10-information received a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2100 reported problem of inconsistent accuracy performance failing on high and low side was not showing in the event log and during testing, average delivery error to be within the published specification of +/-6%. Unknown cause of event and device passed all testing. Additional information updated h 6 and b 3 09/22/2020.

Event description:
Investigation completed and summarized in h 10. Additional information updated on no patient involvement and event date.